Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to initial for information inadvertently left out. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material was. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; and wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer did not immersed the endoscope in the detergent solution or flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be specified and it is possible that deviation of reprocessing from the instruction manual could have caused the foreign material to remain. The event can be prevented by following the instructions for use which state: "[inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified procedure, there was not enough angle on the lucera elite gastrointestinal videoscope. There was no report of patient harm associated with this event. During the evaluation of the returned device, the evaluation found a foreign objective in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. The bending angle was insufficient due to elongation of the angel wire. In addition to the findings reported in the event description, the following non-reportable malfunctions were identified: the play of the angle knob is out of the normal state due to the elongation of the angle wire; the illumination lens cracking due to handling; scratches on various parts of the device; wrinkles in the insertion tube; part of the curved rubber missing; thread is visible in the curved rubber bonding part; adhesive coming off of objective lens; dirt inside suction channel; paint peeling from suction cylinder and forceps flare occurring. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.